Event description:
It was reported that the introducer was inserted in the pt's left subclavian vein. Following insertion, there was an unsuccessful attempt to aspirate blood, so the introducer was removed. A right internal jugular placement was then performed. The pt subsequently developed a left-sided pleural effusion and an emergent left thoracotomy found injury to the innominate vein. During the repair procedure, the pt began to fibrillate and went into cardiac arrest, and expired.